Event description:
The customer called into technical support (ts) reporting that the device has touchscreen failure. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was able to calibrate the touchscreen and the issue occurred again days later. The touchscreen will need to be replaced. It was also observed that the device has a dim lcd. The rse recommended replacing the ui assembly.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A supplemental report will be submitted if new information is received.